Manufacturer narrative:
(B)(4).

Event description:
It was reported that false eri and eos alerts were observed. The device at eri and eos dates in alert were pre-implant date. Patient had a cardioversion performed which was believed to have caused these inappropriate eri and eos trigger. Device download was performed to clear the false alerts and device was restored to normal function without any issue. The patient was stable before, during, and after the device interrogation and will continue to be monitored.